Event description:
The customer reported that they were getting a speaker malfunction message. There was no patient involvement. There were no reports of a patient injury or harm.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that they were getting a speaker malfunction message. No adverse patient impact reported.